Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received an end of service message. Therapy loss followed. As a result, the patient may undergo surgical. Intervention.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.